Manufacturer narrative:
(B)(6), clinical associate professor, head of section of laryngology from (B)(6), reported the tip of the renú transoral needle pn 12-000-00-ndi; lot: s912-00032, broke off after the procedure and outside of the patient. There was no patient harm reported. During the procedure the physician applied pressure to the needle while bending it slightly to use the needle as a "scraping"instrument. Cytophil, inc., requested return of the needle and is awaiting its return to perform evaluation. 24 gauge needle manufacture, renú transoral needle contract manufacturer, and cytophil, inc. Lot device history record, (DHR) reviews did not reveal any nonconformities, and confirmed the 24 gauge needle sub-component and needle was manufactured to specifications. (B)(4).

Event description:
The physician reported, "the tip of the needle broke off after injecting and making a small hole in the vocal fold to take the renú voice out. The needle tip broke off after the procedure was done and already taken out of the patient. So no harm to patient." The physician slightly bent the needle tip to use as a "scrapping" instrument, and applied direct pressure to the needle tip during bending. After the procedure, when the transoral needle was being placed "smoothly" on the table, the needle tip fell off.

Manufacturer narrative:
Manufacturer narrative: renu transoral needle device manufacturing records confirm the device was manufactured in accordance with specifications. Through return and retain device evaluation no observations of underlying material issues impacting mechanical properties were noted. It was concluded that the failure was caused by plastic deformation (bending) of the 24ga stainless steel tube followed by overload failure which is consistent with force being applied to the 24ga portion of the needle, (see attachment). It is documented in the device labeling (rm 08-006 renu vocal fold implant IFU) "not to place pressure on the needle tip." The examination of the returned device confirmed that the 16ga and 24ga portions of the needle were bent and pressure was applied to the needle. Doctor stated he bent both sections of the needle and used the needle as a scrapping, cutting and removal tool. The proper use of the needle was communicated to the physician as well as the limitations to the bending of the needle and to apply pressure only to the 16ga cannula portion of the needle and not to the smaller 24ga needle. This complaint will be closed and will be tracked and trended. Corrected data; d(4) model number listed 12-000-00-ndi which is incorrect changed to 12-000-00-nd1. Unique identifier (UDI)#: was incorrectly documented. The number required a dash. The UDI # listed (B)(4) should have been documented as (B)(4). H (4) date of manufacture 06/04/2019 was ommited in initial submission. H(6) result code(s): nothing selected. The result code: 3233 should have been listed. Ref: (B)(4) .